Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during an infusion set change the ilet displayed alert 41 indicating an insulin delivery mechanism error that required a restart, after which the user¿s blood glucose rose above target for approximately two to three hours; the device was replaced and the user transitioned to backup subcutaneous insulin therapy. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or need for medical intervention. Outcomes included the need for remedial action by the user and device replacement. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.